Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a broken luer connection that resulted in leakage. The following information was provided by the initial reporter: material no.: n35-o, batch no.: unknown. This is the 2nd of two incidents that were reported to me today. Incident that occurred--while connecting the syringe (bd) to the injector as they normally would¿. The stem on the injector snapped off the blue base of the injector with the broken piece still remaining in the luer of the syringe-during use.